Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Based on the information that the endoscopic image was noisy, the device may have been incompletely energized. The energized state may be incomplete or unstable due to the following causes. -it is possible that the endoscopic image was not displayed due to a partial disconnection in the camera cable. -it is possible that the endoscopic image was not displayed because the video processor could not be properly energized due to the uncertain video connector. The instruction manual provides preventive measures against the reported failure mode. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device was evaluated at olympus (B)(4) for evaluation. (B)(4) checked the device, but couldn't duplicate the reported phenomenon. As a result of the evaluation, the following was confirmed. -the adapter was severely rusted. -the coupler was stuck and couldn't be removed. -the endoscopic image was noisy due to the failure of the s cover unit. -there was a leakage from the focus ring. -the device has not been repaired in the past year. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during laparoscopic surgery, the endoscopic image was flickering and there was interference in the image. The device was used in combination with an olympus video system center otv-s7pro. The user replaced the device to another device and completed the procedure. The procedure was not delayed for more than 15 minutes. There was no report of patient injury associated with the event.